Event description:
According to the complainant, during the procedure, it was observed the balloon moved slightly when attempting to inflate it at the lesion. An attempt to withdraw the device into the scope failed. The dilatation catheter and scope were removed together. The physician successfully completed the procedure with another maxforce tts balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
The lot number for the maxforce tts balloon dilatation is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned device revealed a twisted and kinked shaft (at multiple locations); and creased and folded balloon. The cause of the physical damage is undetermined; although it is likely attributable to procedural use (i.e. Operational context). The customer's complaint is confirmed.